Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit did not pass the ventilator leak test. The hospital further reported that there was a "pin hole" on the expiratory tube.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned to the manufacturer. The complaint breathing circuit was visually inspected and pressure tested. Results: the visual inspection revealed a hole on the expiratory (evaqua) limb, approximately 61cm away from the patient end connector. The hole appeared to have been made by a blunt object. The pressure test identified a leak confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: we are unable to determine how the expiratory limb came to be damaged but it had likely occurred post production. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; (B)(4).